Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the prestataire that the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 36 and 48 hours. The pod detached from the infusion site, the causing the cannula to dislodge. No medical assistance was required.